Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to the oxygen blending module. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the oxygen blending module. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.